Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent migrated. The patient was undergoing treatment of a cancerous mass obstruction. The 14mm, 70% occluded target lesion was located in the superior vena cava. The 14x60mm epic stent was deployed without issue. Under fluoroscopy, it was almost immediately discovered that the stent had dislodged and migrated into the patient's atrium. As there was not a snare on hand, the patient underwent surgery to have the stent removed. The physician indicated that the stent was too small for the vessel, but as there was not a more adequate size available, he opted to try this one. There were no additional patient complications reported and the patient's status is fine. The patient will be rescheduled for treatment of the original lesion. This product is only ous approved but it is similar to an approved us device.